Manufacturer narrative:
Device was used for treatment. While this device was evaluated by the hospital of special surgery it was not returned to synthes or evaluated by the manufacturer. As the device is not being returned for further evaluation and no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported via a memo on (B)(6) 2008 that there were three mechanical failures of n-hance fusion system implants. This complaint is for the second of the three broken rods mentioned in the memo. No further information was provided.